Manufacturer narrative:
Unit received with blank display anomaly due to corroded battery tube. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unit received with moisture damage noted on vibrator motor.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 300 mg/dl. The insulin pump will be returned for analysis.